Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The patient spoke with customer service and stated that the chair is lunging to the left and that he bumped into his door and the door is scratched a little.